Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the device had to be restarted twice today, as it crashed w/o advance warning during the examination. Everything works again for the time being after restarting.